Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given over the last two years. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was suspected to be due to high rate atrial sensing. Technical services (ts) discussed considering turning off atrial lead sensing and atrial tachycardia discriminators to extend the battery more. No adverse patient effects were reported. This product remains in-service. This pacemaker has been explanted and returned for analysis.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given over the last two years. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was suspected to be due to high rate atrial sensing. Technical services (ts) discussed considering turning off atrial lead sensing and atrial tachycardia discriminators to extend the battery more. No adverse patient effects were reported. This product remains in-service. This pacemaker has been explanted and returned for analysis.

Manufacturer narrative:
Correction: true aware date: 07/26/2022 the returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.